Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient developed a skinflap infection. Treatment for the infection was unsuccessful, subsequently, the patient underwent revision surgery to debride the skinflap (date not reported). In (B)(6) 2015, the infection recurred, and the patient underwent an additional debridement surgery and a skinflap reconstruction. It was reported that postoperative results were successful. In (B)(6) 2016, the patient developed swelling at the implant site and received medical treatment (type and duration not reported); however, the issue could not be resolved resulting in extrusion of the receiver stimulator. Topical antibiotics were applied to the implant site, and the patient was placed on IV antibiotics and anti-inflamatories. On (B)(6) 2016, the device was explanted and the patient was implanted with another device on the contralateral side during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.